Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer related report number: 3006705815-2021-04186, 3006705815-2021-04187. It was reported the patient's leads had migrated, there was suspicion that the patient twiddled with the ipg, which may have caused the leads to migrate. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2021, the doctor could not implant the new leads and decided to explant the system instead. Note: both of the patient's leads are being reported because it's unknown which one of the leads has high impedance.